Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated that about 10 of the 30g syringes were missing the dosage marks on the side. The customer stated that since he was unable to use them, he had discarded those syringes. Customer stated he still has the box but is not sure if there were other syringes that were also missing the dose lines. The package was not open or damaged when received by the customer. The customer opened the package 25 days prior to the call. The customer feels well and did not report any symptoms. The customer is not claiming they were injured using the syringes and no medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 10-jun-2025. H6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention. Most likely underlying root cause: mlc-009: use error caused or contributed to event.